Event description:
It was reported that patient presented in clinic for routine follow-up. It was found that patient's right ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable.